Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: the nurse found that the adhesive tape around the child was all wet when she toured the ward. After checking, she found that there was leaking at the bifurcation.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: the nurse found that the adhesive tape around the child was all wet when she toured the ward. After checking, she found that there was leaking at the bifurcation.